Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The battery communication cable was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence related to the customer's report. No trend is associated with reports of this type.